Event description:
Painful ovulation started in 2010. Dx w/ mittelschmerz 2011. Noticed muscle fatigue 2013. Asked for medical test 2017 due to shortness of breath. Break out in hives during ovulation and cycle increased 2016-2017. Dx with depression 2017.